Manufacturer narrative:
Corrected data: h6- medical device problem code: 1494 off label use age 21 at time of implant. H6- medical device problem code: 2993 should be removed. H6 health effect- impact code: 4629 should be removed. Claim# (B)(4).

Manufacturer narrative:
(B)(4). Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vicmo13.2 implantable collamer lens of -9.5 diopter was intraoperatively implanted, removed, and replaced with a replacement les due to the intial lens tear/break during injection/delivery into the eye on (B)(6) 2022. There was patient contact, but no patient injury. The problem was resolved. Cause reported as unknown.